Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced exposed bone at implant site. On (B)(6) 2015 the patient underwent a procedure to have a skin graft placed over exposed bone. The implanted device remains.